Event description:
It was reported that (2) devices were used during a low anterior resection. It was reported by the rep that the cdh29 circular stapler fired after placing in distal bowel unsatisfactorily. The anvil was placed through the wall of the descending colon and an end to side anastomosis was attempted using the circular stapler. The device fired but did not staple. There was a small tear in the margin of the anvil hence, an additional 5cm of colon was resected and using the 29cm circular, stapled anastomosis was constructed in the usual fashion. Utilizing betadine to reflux the rectum, a leak was noticed. An ileostomy was constructed. The extended or time was 1 hour. There was an extended hospital stay. There will be a reoperation soon to take down the ileostomy. The devices were not returned. 2001 message from rep. The patient still has the ileostomy as they are waiting for it to heal before doing a reoperation. There is confusion on the length of the hospital stay.